Event description:
On (B)(6) 2012, the reporter contacted animas to report that for six to eight months, the patient obtained elevated blood glucose readings such as 400 mg/dl, and experienced the symptoms of thirst, frequent urination, nausea and headache. The patient reported an issue with the pump using a large volume of insulin to be fully primed. Troubleshooting revealed all pump settings, programming, basal rate and date/time were correct, and there were no issues found with the infusion set or infusion site. It was also determined all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.